Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received a pump error indicating an unexpected restart. Troubleshooting was performed. The customer's blood glucose level was unknown at the time of the incident. It was also reported that insulin pump was not stored or not in used for an extended period of time. The alarm did occur shortly during battery change. It was also reported that the pump error has occurred more than once after a battery change. It was indicated that a replacement will be sent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the self test and the displacement test. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23 alarms were noted. The pump was received with scratched case, broken belt clip rails, serial number label damaged, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.